Event description:
Caller reported a continuous glucose monitor error with reference to g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information by support and will proceed with resetting the pump when ready, with an option to follow up if the issue persists.